Event description:
It was reported that the volume accuracy test failed. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. During testing it was observed that there were problems with the cassette as it was not working correctly. The sensor downstream occlusion sensor (dso), flex circuit sensor, bezel, seal dso, bezel, pcba (printed circuit board assembly) were replaced. The device and software were updated and calibrated. After replacement all tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.